Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected systemic infection and the leads eroded through the skin. The implantable pulse generator (ipg) and leads were explanted and were later replaced with a leadless ipg. No further patient complications have been reported as a result of this event.